Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event peritonitis requiring hospitalization. The definitive etiology of the event(s) is unknown; therefore causality cannot be determined. However, undergoing pd therapy is associated with a high incidence of peritoneal infections. Based on the information available, there is no evidence or documentation indicating the liberty select cycler and/or liberty cycler set in any way caused or contributed to the event of peritonitis. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for peritonitis. The hospital course and current disposition of the patient is unknown. Additional information was requested but not available.